Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: only two pictures were returned for analysis. Upon visual inspection of the photos, a foreign mater (hair) could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Device evaluation summary: an opened sample of product code w9932, lot # al5946 was returned for evaluation. During the visual inspection of the sample, a foreign matter (hair) was observed under paper lid and on the tray. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the foreign matter is a hair.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al5946, and no non-conformance's were identified. The product and a photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a procedure for a perineal laceration on (B)(6) 2019 and suture was used. When preparing for the procedure, a hair in the newly dispensed package was noted. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.